Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation found a pinhole in the balloon, consistent with the alleged product issue. The investigation also found damage along the marker band edge. Its interaction with the balloon material likely caused the balloon material to weaken and contributed to the pinhole found in the balloon. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during treatment of a left internal carotid terminus stroke, type ii arch, a bobby guide catheter's balloon burst during inflation. A sofia 6fr would not advance within it, it was withdrawn, and replaced with a sofia 5fr catheter. The case was then successfully completed. No patient harm or intervention was reported.